Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed increasing shock impedances over the past year, recently reaching levels greater than 125 ohms. A follow up was performed to assess the lead. A 1.1 joule commanded shock was delivered, along with high voltage shocks of 31 joules and 41 joules during dft testing. The first 31 joule shock did not convert due to high dfts, however the second shock at 41 joules did convert. All shock impedances during the testing was between 100 and 110 ohms. The physician elected to leave the system in place with no other changes at this time. A second round of dft testing will be performed in a month to further investigate the lead, and possibly attempt additional lead configurations. No additional adverse patient effects were reported.